Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Event date: (B)(6) 2019.

Event description:
It was reported during a skin graft procedure, an unintended laceration occurred due to incorrect placement of the blade inside the dermatome machine. The blade was removed and replaced correctly. The laceration was repaired and skin graft procedure was completed without additional complications. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h5, h8, h10. The device history record (DHR) for the dermatome blade, part number 00880000010 and lot number 64357957, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2020, it was reported from (B)(6) hospital system that a dermatome blade was giving unintended laceration due to incorrect placement of the blade inside the dermatome. The blade was removed and replaced correctly. The laceration was repaired and the skin graft procedure was completed without additional complications. The blade fits into the dermatome either way. The warning label of the blade is only located on one side of the blade and it is difficult to read. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history found no additional related issues for this item and the reported part and lot combination. The root cause of the reported issue is attributed to use error from incorrectly assembling the blade with the dermatome. The air/electric dermatomes IFU (06001811224, 06011810590) provides instructions to install the dermatome blade, with the following stated "note: "insert with this side up" message." No corrective actions, preventive actions, or field actions resulted after investigation of this event. H3 other text : requested but not returned by hospital.

Event description:
There is no additional information.